Manufacturer narrative:
Unit pass the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for diabetic ketoacidosis. The customer¿s blood glucose was 600 mg/dl at the time of the incident. Patient's current bg: 448 mg/dl. Customer stated that she has had significant high blood glucose and feels that the insulin pump is not detecting occlusions when it should. Customer stated that it does alert no delivery but it doesn't alert until after she realizes her blood glucose is high. The customer experienced symptoms such as nausea and exhausted. Customer treated for high blood glucose with manual injections. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer stated that she will not wear that insulin pump again and does not want it because her blood glucose have been over 600 mg/dl. Customer could not continue with troubleshoot as she is no longer using the insulin pump. The insulin pump will be returned for analysis.